Manufacturer narrative:
Follow-up 1: investigation outcome. On (B)(6) 2025, multiple technical faults (tf 5505, 5502, 5506) were reported during active ventilation. Logfile review confirms repeated occurrences of these tfs in close temporal proximity, accompanied by oxygen and air supply failure alarms (e.g., ¿oxygen supply failed¿ and ¿oxygen + air supplies failed¿), indicating instability in the gas supply or internal pneumatic system. To date, despite several reminders, the manufacturer has not received any feedback regarding corrective actions or parts replacement. Therefore, hamilton medical ag considers this case closed.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf- 5505, 5502, 5506 during ventilation. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.